Event description:
Found during inspection. Customer called to report the device was displaying a service light. Fault codes logged into device memory are related to flash ram. Physio-control verified the reported problem and replaced the system controller pcb assembly and then saw proper device operation through functional and performance testing. When the replaced pcb assembly was further evaluated in the failure analysis lab, it was installed in a test device mockup. When the mockup was powered on, it failed to completely boot up.

Manufacturer narrative:
Further evaluation of the replaced system controller pcb assembly determined that root cause for the failure to complete boot up was due to malfunctioning flash ram ic chips, designators u24 and u25.